Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 6.0mm x 40mm x 40cm mustang balloon catheter was advanced for pre-dilation. However, on the third inflation at 22 atmospheres, the balloon ruptured after being inflated for 60 seconds. The device was completely removed from the patient's body as one unit and the procedure was completed. No patient complications were reported and the patient's status was good.